Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Alleged failure: popped water all over and leaked on top of the crossfire 2, temp - water leaked into the crossfire and caused it to spark and smoke. The failures identified in the investigation is consistent with the complaint record. Based on the event description an accident not intentional the water ingress into the console where the electrical components are, causing a short circuit that turn the unit to spark and smoke. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event and sparking.